Manufacturer narrative:
Based on the analysis performed on the safety light, the exact root cause could not be determined. Engineering found two potential causes: the wires that lead to the lamp sockets were cut and spliced, outside of an approved electrical junction box/raceway. These wires are typically encased within nylon or plastic tubing which control the wire bend. Since these wires are stressed when the fixture is opened/closed, the splice may have failed leading to arching. The second potential cause may have been the fluorescent lamp (bulb) was not securely seated in the lamp holder, causing arcing between the pins of the lamp and the lamp holder (socket). Since the lamp holders (sockets) were not returned to hill-rom with the light fixture, engineering was unable to perform the proper analysis.

Event description:
The account alleged the light caught fire.